Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and again pump received partial display. It also stated that the during self test screen did not go completely blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer need to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, operating currents, selftest, off no power, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected battery type alarms noted during testing. Unit was monitored and no missing segment during testing. Unit received with severely scratched display window, cracked case at display window corner and scratched case.